Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Dentsply was able to verify the complaint. The returned attachment was tested by manufacturing personnel and did not meet specification. Quality personnel then investigated the attachment. The attachment maximum temperature while free running with coolant spray off was 34.5°c and 56.3°c under load testing with coolant spray on. The under load testing temperature did exceed specification. The attachment was then disassembled and microscopically evaluated. Microscopic evaluation revealed minor gear wear. The cap end bearing exhibited deformation and it was broken into pieces and it was covered with debris. Significant debris was seen inside the head cavity. Debris was also observed inside the cap cavity. Both bearings inner races looked dry. Cap end bearing failure debris most likely created friction within the head which resulted in temperature increase.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.